Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The complaint was confirmed through the onboarding test. The device was repaired by re-flashing the software. After the repairs, the device was validated using the onboard performance verification test, and the pump passed all validation tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a blank screen and constant alarm - software corrupt. No additional information provided.